Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the investigation findings were likely caused by expected or random component failure without any design or manufacturing issue; however, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camara head exhibited coupler watertight defect, connectors contact corrosion and coupler loosening. There was no patient involvement.